Event description:
During an atrial fibrillation procedure, a blood leak was noted from the inner and outer sheaths. Another sheath was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire were also received. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. The cause of the reported leak remains unknown.